Event description:
On (B)(6) 2014, a customer reported an unexpected negative reaction when testing a patient sample on the galileo neo instrument .

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the neo. Sample (B)(6) was tested on neo 90227 on (B)(6) 2014. Review of the crrid (lot id227, 22112248) shows: negative reactions with all wells interpreted by neo but visually positive reaction (1+) in wells 3 (e homozygous) and 14 (e heterozygous). The control wells reacted as expected. A service call was made. Adjustments were made and the instrument was tested and is working within specifications.